Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was unable to be implanted due to helix issues. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, this lead helix was extended into the septum, the placement was not capturing so the physician was attempting to retract the helix and remove the lead from the septum. The helix would not retract, which was confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to helix issues. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, this lead helix was extended into the septum, the placement was not capturing so the physician was attempting to retract the helix and remove the lead from the septum. The helix would not retract, which was confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.